Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated he still had diabetic symptoms and his condition had not improved. Customer stated he had contacted his doctor who had informed customer to wait until (B)(6) 2020 to see if his blood glucose test results lower, and to call for further instructions. Customer had tested using the truetrack meter (B)(6) 2020 and obtained a result of 440 mg/dl fasting. Unable to contact the customer at follow-up calls on (B)(6) 2020 and (B)(6) 2020. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated he saw hi display 25 times since that morning. Customer had a steroid shot the day before initial call in his knee and was informed by his joint doctor this could affect his glucose. Customer states he took an extra dose of his toujeo as well. Customer was not using the proper testing technique. The customer¿s expected fasting blood glucose test result range is 155-255 mg/dl. At the time of the call, the customer reported feeling shaky; customer stated he was going to call his doctor. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 596 mg/dl and 573 mg/dl using truetrack meter. The meter memory was not reviewed for previous test result history.